Event description:
It was reported that during the procedure for a patient diagnosed with severe stenosis at the origin of the superior and inferior trunks of the left middle cerebral artery ,that the physician suspected a subject balloon leak during use . The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure for a patient diagnosed with severe stenosis at the origin of the superior and inferior trunks of the left middle cerebral artery ,that the physician suspected a subject balloon leak during use . The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 product available to stryker/ returned to manufacturer on ¿ updated d4-expiration date- updated. H3-device evaluated by mfg- updated. H4- manufacturing date- updated. D4-gtin- updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection there was a hole/perforation noted to the inner balloon catheter shaft when viewed through the inflation port. During functional inspection an attempt was made to purge air from the system and a continuous flow of air was noted. An attempt was made to inflate the balloon and flush media was noted exiting the guidewire port of the hub. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that a subject balloon was placed over the exchange guidewire in the superior trunk, fully covering the stenotic area of the superior trunk of the left middle cerebral artery. The balloon was then pressurized for dilation, but no expansion was observed, leading the physician to suspect a balloon leak. Additional information received indicates that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was moderately tortuous. The device was returned and there was a hole/perforation noted to the inner balloon catheter shaft when viewed through the inflation port of the hub, this caused leakage of flush media from the guidewire port of the hub during the attempt to inflate the balloon. This hole/perforation is indicative of insertion of a needle into the inflation port. Recent investigations have shown that there is a practice if inserting a needle into the inflation port to exhaust surplus air prior to purging air from the balloon catheter. An assignable cause of use error will be assigned to the reported event ¿balloon leaked during use¿ and to the analyzed event ¿balloon catheter damaged¿ and ¿balloon catheter shaft leaked during use¿, as the investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user.